Event description:
The catheter was located in the patient's ankle and secured with tegaderm in 2007. When the blankets were removed, the catheter was found to be broken just below the oval disk. The dressing was not secure.

Manufacturer narrative:
One used unit was received on 07 august 2007 and sent for decontamination. Upon decontamination of the sample and completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain additional information regarding this incident. Date submitted: 13 august 2007